Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer stated the numbers on their keypad were ramping. Customer's blood glucose was 146 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer stated the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The customer decided to keep the pump.